Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). If additional relevant information is received, a follow-up will be submitted.

Event description:
It was reported that a home patient (hp) noticed that the cassette had a leak. This occurred near the homechoice door, during drain 1 of 5, while the hp was connected. The technical service representative (tsr) assisted the hp with ending the therapy. There was no report of adverse event associated with this report. No additional information is available at this time.